Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath into the pt. When the pump (iap-0100) started to pump, the balloon was not "inflated and the volume shown on the display was 5.0cc. The drive line tubing was exchanged and the volume was now 30cc." There were no reported pt complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.